Manufacturer narrative:
Continuation of d10: product ID tm90t0; serial# (B)(6). Product type: accessory product ID a820; serial# unknown. Product type: software product ID m977041a001. Product type: product ID hh90t01 lot# serial# (B)(6). Product type: mobile platform product ID a820; serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. When asked what drug was in the pump, the patient stated, ¿morphine I think¿. The indication for pump use was spinal pain. It was reported that the patient had been getting the reboot system now screen every time on their handset. An email was sent to the repair department for an a10 wallet case as the patient was using a j3 wallet case and it was causing the issue. No patient harm reported. While on call, the patient stated that when connecting to pump, it would take one minute to get from 91% to 100%. Per that patient, at their last refill in may, ¿they had it fixed somehow because when I told them about it, I guess the doctor had a company representative there that day and she did something to the pump and communicator and it was fine for a while, but then all of a sudden that reboot screen started coming up again and the 91% came back ¿ but it¿s hanging longer this time¿. The patient was unsure of the company representative¿s name and then stated that they never saw them or spoke to them at the appointment, but their physician had. When the patient service¿s agent tried to clarify, the patient stated, ¿I'm saying an estimate of the timing it takes for that 91% because 3 seconds is too long for me; when you need it, you need it". When the agent attempted to clarify the event date twice, the patient just said, ¿'it's been all the time¿ and ¿it wasn't like that right when I got it¿. The agent confirmed with the patient that they were not turning on the communicator until right before opening the myptm app. The agent reviewed considerations and the patient was going to monitor and call back for assistance as needed.